Event description:
It has been reported to philips that x-ray was not possible on the allura system during clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the x rays are not possible due to fault in the power inverter point certeray. The power inverter point failed because of the very high resonance frequency. The philips engineer has replaced the power inverter point certeray and performed recalibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.